Event description:
The hcp explanted the pump after an implant duration of 12 months. It was returned to the manufacturer for analysis. No reason for the explant was given. A follow up report will be sent when additional info is received.